Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.